Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the reamer does not fit firmly in the handle. It is wobbeling. No surgical delay, no adverse patient consequences. The product was returned to medtech orthopaedics for evaluation. Visual inspection revealed worn patterns on the overall post of the corail broach handle and one side of the post deformed. Additionally, device exhibited signs of heavy usage. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. Even though the conditions in which the reported failure cannot be replicated and the mating component was not returned for evaluation, a functional test was performed using a medtech orthopaedics broach (201203060) sample. The functional test revealed undesired movement in the assemblance of the device, confirming the reported event. Potential cause can be traced to a component failure as this functional condition is related to the damage observed on the device post. A certificate of compliance was reviewed for the finished device so2042243 lot number, and no non-conformances nor manufacturing irregularities were identified. The overall complaint was not confirmed as the observed condition of the corail broach handle would have not contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: quantity manufactured: (B)(4). Date of manufacture: 5-oct-2021. Any anomalies or deviations identified in DHR: no. Expiry date: n/a. IFU reference: IFU-78405807. Device history review: a certificate of compliance was reviewed for the finished device so2042243 lot number, and no non-conformances nor manufacturing irregularities were identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent hip surgery on (B)(6) 2024. The reamer did not fit firmly in the handle; it was wobbling. No surgical delay, no adverse patient consequences.